Event description:
Initial information received by the us distributor for hyalgan - (B)(4) - from a consumer on (B)(6) 2007: a consumer reported that her (B)(6) husband received his 4th hyalgan injection to his right knee on (B)(6) 2007 and developed soreness the night of (B)(6) 2007. The next day he played golf, his right knee swelled up and he could not get out of chair. He used a walker to get to his next appointment on (B)(6) 2007. The physician drained 70 ml of fluid from his knee, and gave him his 5th injection to the right knee. The fluid that was drained indicated borderline infection and no gout crystals. On (B)(6) 2007, his knee swelled up again. On (B)(6) 2007 83 ml of fluid was removed and blood work was done. The results of which are unknown. On (B)(6) 2007, they removed 40 ml of fluid. On (B)(6) 2006, the pt went to the hospital for emergency surgery. His right knee was "flushed it out," scraped, and a drain was put in. An arthroscopy was performed and a specimen was taken. The reporter was told that the specimen "verified that it was from the shot." Reporter was unknown of the exact results. He was placed on an antibiotic infusion for an hour every day for 6 weeks and pain medication. He is still hospitalized and has not recovered. No further details available. Additional information will be provided when available.